Event description:
It was reported that the participant experienced severe low blood glucose events and described a roller coaster effect after treatment, consistent with recurrent hypoglycemia of unclear cause while using the ilet system. Symptoms included severe hypoglycemia. Outcomes included transient impairment requiring self-treatment without hospitalization. Investigation included review of available case details and assessment for device-related factors. Investigation of this case revealed no confirmed device malfunction or component failure, and the event was consistent with hypoglycemia of unclear etiology. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.